Event description:
It was reported that during insertion of a standalone intraocular lens (iol) of zero (0) power in a high myope patient, the trailing haptic of the iol was found to be broken. This resulted in a posterior capsule tear when the lens was placed into the bag. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model #, catalog #, expiration date, serial #: unknown/not provided. Section d6b - explant date: n/a - there is no indication that the device was explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.